Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, 14 days after the start of using, the device¿s tube tip was colored dark that looked like a mold after the tracheostomy cannula replacement and it was occurred 2 cases consecutively. There was no patient injury.